Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: failure to cross with a graftmaster stent requiring an additional device. Device issue: failure to cross. It was reported that a perforation occurred with the use of another company's device. A graftmaster stent was advanced for treatment; however, this size would not cross into the vessel. There was a previously placed jostent and three drug eluting stents (des) placed in the same vessel. The graftmaster was removed from the body. A 3.5 x 12 graftmaster was used to treat the perforation successfully. No additional event or patient information is available.